Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. The inspection found that the k2 relay on the power switching board kept turning on and off continuously. A new board was ordered and installed, but the same problem happened again. Continued troubleshooting and all the hardware was found to be within specifications. The gantry controller firmware was reloaded and that resolved the issue. The original power switching board was placed back into the system, as it was found to be functioning normally. A failure in the device firmware was confirmed to have caused the event. A full imaging system check-out was completed following troubleshooting and reloading of firmware, and all tests passed. The system was returned to service. No further issues were reported.

Event description:
A site representative reported that when the imaging system was powered on, the movement functions of the system were inoperable and it could not be moved. No patient was present when this was discovered. No additional details were provided.